Event description:
As reported by the user facility: insertion of catheter, removed stylet, clip had deployed to tip, nurse laid stylet down, nurse picked up supplies and received needlestick injury, site unk. Clip had fallen down onto shaft of needle. Sample not saved. Facility protocol for needlestick injury followed- no information on patient provided. Additional information provided by the facility indicates that the clip did deploy and cover the tip of the needle. The nurse then placed the needle down to finish-up the procedure. During clean-up, the nurse scooped up the needle and the clip then popped down the shaft and the nurse received a needlestick injury. Facility protocol was followed for needlestick injury. Initial blood work testing for the nurse came back negative.

Manufacturer narrative:
(B)(4). B. Braun (B)(4) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The actual device in the reported incident was not returned for evaluation. Without the actual sample or lot number a thorough investigation could not be performed. While no specific conclusions can be drawn, the facility report did indicate that the product performed as intended and the safety clip properly deployed and covered the needle tip. Based on the information in the facility's report, it appears the clip disengaged from the needle tip during clean up. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.